Event description:
It was reported that the patient had an anchorfast oral endotracheal tube holder applied on (B)(6) 2014. On (B)(6) 2014 the anchorfast was removed and skin breakdown was noted on the cheek. The open wound was about the size of a quarter with a larger discolored area around it and it was determined to be stage 2/3. The area was cleaned and covered and kept free of pressure. The patient died from unrelated causes.

Manufacturer narrative:
The cause of the reported cheek skin break down can not be determined but is likely related to the patients overall health status. The patient's head tended to want to turn towards the left side. There were other sites of skin breakdown reported on the patients body unrelated to the anchorfast device.